Event description:
Related manufacturer report number: 2017865-2023-50256. The patient presented in-clinic due to episodes of fatigue and dyspnea. Upon device interrogation, a loss of capture was noted on the right ventricular (rv) lead. X-ray imaging was performed and the rv lead appeared to not have enough slack and was too tight. The rv lead was capped and the device was explanted. A replacement rv lead and device were implanted to resolve the event. The patient was in stable condition.